Event description:
It was reported by the user facility that the device had the slide pin and slide pin buttons missing. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for device coming apart was confirmed by the technician through visual inspection. The pin holding the head on the device was missing. The pin was replaced. Other components were replaced as part of preventive maintenance. The device was returned to the account after passing final inspection.

Event description:
It was reported by the user facility that the device had the slide pin and slide pin buttons missing. The user facility was not able to provide any further information regarding the reported event.